Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number) (B)(6) revealed bent battery contacts. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were not able to recharge the controller from the power supply. Pt stated that the rep had them reset the controller, however the issue was not resolved. Pt stated that they had the controller plugged in all day and overnight and that the green light above the screen was solid but not flashing so the controller wasn't recharging. Pss advised the pt that the controller green light being solid indicated that the controller was fully charged, however pt stated that they couldn't turn the controller on. Pt stated that they pushed the button on the top of the controller over and over again, however the controller still wouldn't turn on. Pss instructed the pt to remove the battery pack from the controller and connect the controller to the ac power supply without the battery inserted, however pt stated that they were on their way out the door when the rep called and that they weren't home with the rest of the equipment, so pss was unable to perform further troubleshooting. Pss asked the pt to call ps back once they had all equipment present for further troubleshooting. Pt called back to do more troubleshooting. Pt verified that the controller does respond to ac power with and w/o the li battery pack inserted. As soon as the ac power cord is disconnected the controller goes blank / unresponsive. No symptoms were reported.